Event description:
A customer reported that the vitrectomy cutter slowed to 100 cpm (cuts per minute) then stopped entirely during a procedure. The customer also reported intraocular pressure (iop) and rfid (radio frequency identification) issues. The cutter was switched out to complete the procedure. There was no pt impact reported. Additional info was requested.

Manufacturer narrative:
The company rep examined the system and found the radio frequency identification (rfid) and the intraocular pressure (iop) working normally. The company rep replaced the upper illuminator rfid printed circuit board (pcb) assembly and the pneumatic rfid pcb as a precaution. The system was then tested and met product specifications. The replaced illuminator rfid pcb and the pneumatic rfid pcb were returned for in-house eval. The root cause has not been determined. (B)(4).